Event description:
It was reported that the customer had a low blood glucose but not hospitalized. The customer blood glucose level was 50 mg/dl. The customer was treated with food and soda. The troubleshooting was performed. The customer received a change sensor error and need to report the issue. It was disccussed to the customer the timing of calibration leading to alert and calibration protocol. The customer was advised to monitor insulin pump and call the help line if she wants to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.